Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants secondary to collapse of left breast implant. Surgeon noted on entering capsule that some clear somewhat viscous fluid was present on the left side.